Event description:
I was banded in (B)(6) 2011. I never had the proper restriction. I either ate like I didn't have a band or I couldn't get any food down. I was banded at (B)(6). The only way I lost weight was by continuously throwing up from a tight band. I went down to (B)(6) in a year. My band then started to leak. I was never told that could happen. I had a port revision again in (B)(6) 2013. I have gained almost all of my weight back. I was (B)(6) after 3 years. I am only (B)(6) and I am miserable. I am not healthy. This lap band did not help like it promised. I want to know why this band leaked? No one can give me an answer. If it was a band malfunction, I deserve some kind of retribution for all the pain I've gone through. This surgery was not worth it for me.